Event description:
The facility representative reported to baxter (B)(4) that a 2000 ml eva tpn container had a defect on the welding seam. This occurred before use. There is no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.device evaluation:a sample was available for evaluation. A visual inspection revealed that the upper seal was slanting, leaving a part of the pouch open. The reported condition was confirmed. The root cause is attributed to operator error during sealing of the pouch.